Event description:
The patient reported an infection at the incision site. Antibiotics were prescribed and the patient is fine. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, using inappropriate tools was ruled out. However, the patient is elderly and thin, suffers from moments of dementia, and picked the incision site. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: - patient is a poor candidate due to health, weight, age, or mental capacity as the patient is elderly and thin and suffers from moments of dementia (user error- clinician). - patient non-compliance (touching or picking at wound) as the patient picked the incision site (user error- patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.